Manufacturer narrative:
H11- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4)

Event description:
A medical professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced over/under correction. Reportedly, "residual refraction that developed over 7 years from his icl implantation, which was prior to evo or toric. We are going to replace his older icl with a newer one with toric as his astigmatism residual is the issue." In a separate surgery the lens was exchanged with a vticm5 12.6mm. It was later reported, "20/25 os which is his bcva due to a scar from prior prk ". There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
Corrected data: h6. Health effect - clinical code (e): '2137' should be removed and '4581- over/under correction' should be added. Claim# (B)(4).